Manufacturer narrative:
A direct correlation between the device and the reported event could not conclusively be established through this evaluation. Review of the submitted log files appeared to show the system operating as intended. Multiple requests for additional information were sent to the clinicians at the user facility, however none was provided. Thromboembolism, lvad flow obstruction and peripheral thromboembolic events are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document contains information regarding the recommended anticoagulation therapy and inr range. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient age is estimated since date of birth not provided. Patient weight was not provided. The heartmate 3 lvas was implanted during momentum 3 clinical trial. FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device: 14 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported on (B)(6) 2018 that the patient was "throwing multiple clots". A system controller log file submitted to the manufacturer¿s technical service department for analysis to rule out ingested clots was unremarkable. A second log file submitted noted low flow events. Further information received from the healthcare professional indicated that the patient has had a complicated hospital stay and remains inpatient. Additional information was requested, but was not provided.

Event description:
It was reported that the patient had pericardial effusion. The patient had continued fevers, sudden onset of hypotension and hypoxia on ventilator. Pan computed tomography (CT) significant for low density filling defect involving rll arterial branches c/w pe, 2.9 cm hemopericardium, mediastinal adenopathy. Echo on (B)(6) 2018 shows mild size increase of thrombosed pericardial effusion with no evidence of tamponade; event ongoing at time of outcome mediastinal exploration with washout performed (B)(6) 2018 with findings of no evidence of tamponade cause by pressurized effusion or thrombus. 30 cc of organized clot some around the lateral wall of the left ventricle. Inflow cannula position excellent. Similar to original surgery. Patient experienced respiratory failure on (B)(6) 2018. Patient intubated (B)(6) 2018- (B)(6) 2018 - extubated patient with altered mental status and confusion.

Manufacturer narrative:
Manufacturer's investigation conclusion: although the evaluation of the submitted log files identified a low flow hazard alarm, a specific cause for this finding and the report of bleeding, respiratory failure, pericardial effusion, hypotension, altered mental status, and confusion could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively established. The account reported that the patient was admitted to the hospital and throwing up multiple clots. Log files were submitted to ensure that no clots were ingested by the pump. The submitted controller event log file captured one low flow hazard alarm on (B)(6) 2018 at 08:22:10, associated with the calculated flow intermittently decreasing below the low flow threshold of 2.5 lpm. This alarm lasted up to approximately 20 seconds in duration, and calculated flow was captured at values as low as 2.4 lpm. Despite this finding, the pump appeared to have functioned as intended throughout the duration of the submitted data. It was noted that the patient had a complicated hospital stay and it would be a while until the final prognosis becomes clear. It was later reported that the patient experienced major bleeding and a pericardial effusion on (B)(6) 2018 which was possibly related to the device. The patient experienced continued fevers and a sudden onset of hypotension and hypoxia on a ventilator. A pan CT was significant for a low density filling defect involving right lower lobe arterial branches consistent with pericardial effusion, 2.9 cm hemopericardium, and mediastinal adenopathy. An echo on (B)(6) 2018 showed a mild size increase of the thrombosed pericardial effusion with no evidence of tamponade. The bleeding event resolved on (B)(6) 2018, and the pericardial effusion remained ongoing until the time of the outcome. It was also noted that the patient experienced respiratory failure on (B)(6) 2018 which was possibly related to the device and he was intubated on that day. A mediastinal exploration with washout was performed on (B)(6) 2018 with no evidence of tamponade caused by pressurized effusion or thrombus. There was 30 cc of organized clot around the lateral wall of the left ventricle. Inflow cannula position was noted to be excellent and similar to the original surgery. The patient was extubated on (B)(6) 2018 with altered mental status and confusion, and the respiratory failure event reportedly resolved on (B)(6) 2018. The patient remained ongoing following this event; however, it was later reported that the patient experienced further respiratory failure and altered mental status until they ultimately expired on (B)(6) 2018 (reference (B)(4) for the evaluation of (B)(6)). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2018. The heartmate 3 lvas instructions for use (IFU) lists bleeding, respiratory failure, pericardial fluid collection, and neurological event (not stroke-related) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when the pump flow decreases below 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ outlines all system alarms and the recommended actions associated with them. Heartmate 3 lvas patient handbook section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document states that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a4: patient weight estimated based on clinical data.